Event description:
Boston scientific received information that during a routine device replacement procedure, the proximal set screw on the rate/sense port of this implantable cardioverter defibrillator (ICD) was stuck and the right ventricular (rv) lead was unable to be removed from the header. Several attempts to were made to loosen the set screw without success. It was reported that the wrench tip broke off in the set screw. A bone cutter was used to cut the header behind the set screw and the lead was successfully removed from the device header. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual observation noted scratches on the device case, the header was damaged around the rv terminal block, the feed through wire for the rv is disconnected from the terminal block, the rv seal plugs were missing, the rv set screw was stuck against the retainer washer and a piece of a wrench was observed to be stuck in the set screw slot. All other set screws were noted to operate within specification. Additionally, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical buildup of internal battery impedance. Laboratory analysis confirmed the reported clinical observations and concluded that the damage to the header was a result of induced damage.